Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was found to be torn at the down arrow button. During testing, all keypad buttons were found to be intermittently unresponsive. The keypad cover was removed and contamination was found under all button contacts. Additionally, evaluation revealed that the display was dim and discolored. Evaluation also revealed that the battery compartment was cracked from the threads to the case seal. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. Investigation also revealed that the battery compartment was cracked and the keypad buttons were intermittently unresponsive. Additionally, evaluation revealed that there was contamination found under all button contacts. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.